Event description:
It was reported that during routine follow-up, an alert for capacitor charge time limit reached message was observed. A manual capacitor maintenance was performed. Programming changes were made. Patient will continue to be monitored regularly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.